Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw was inserted, while applying m and p knob, the clip was unable to curve. It was then observed air was being introduced into the back valve of the steerable guide catheter (sgc). Therefore, the clip was removed and replaced. It was noted the leak was caused by the clip delivery system (cds). Two new clips were used with the same sgc, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash was confirmed via returned device analysis. The reported unable to curve was not confirmed via returned device analysis. Additionally, a torn valve was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to curve and the observed torn valve were unable to be determined. The reported leak/splash was a cascading event of the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.